Event description:
Experienced extreme discomfort & eye irritationi in my left eye - itching & redness - after using a new bottle of moisture plus contact lense solution, feeling was the same as if something was in my eye though contacts were removed. I just checked the lot # of the bottle after hearing of the recall -complete moistureplus 2 x 12 oz lot # zb02803.